Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary stents. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the available info pt factors and/or vessel/lesion characteristics may have contributed to the event.

Event description:
Approximately 9 months post-procedure (2008), the pt experienced symptoms of unstable angina. An urgent angiogram done and showed significant re-stenosis of the rca which had been previously treated with a drug eluting stent. Balloon pci was used to treat the re-stenosis and no stent was inserted. The report is from the study. The pt was a male with 3-vessel disease and a history of previous pci, hyperlipidemia, smoking, diabetes, myocardial infarction, congestive heart failure, and a family history of coronary artery disease. The indication for the index procedure was an anterior actue myocardial infarction greater than 72 hours prior to the procedure. Pre-procedure troponin was 5 times above the upper normal level (unl). The target lesion was in the proximal rca. Vessel diameter was 3.5 mm and the lesion length was 15mm. The lesion was a diffuse restenosis of a driver stent. The lesion was irregular contour and a type b2 classification. The lesion was pre-dilated with a 3 x 15mm balloon at 10atm. A cypher was deployed at 16atm and post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 3.5 x 6mm balloon at 22atm. There were no procedural complications and the pt was discharged the following day.